Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Detailed analysis and x-ray confirmed that the inner conductor coil had a break at the end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this lead was unable to be successfully implanted due to helix extension issues. A new lead was successfully implanted as a replacement prior to pocket closure. This lead has been returned for analysis. No adverse patient effects were reported.